Event description:
A patient was having a gastric bypass procedure. A linear stapler was introduced twice to create a lengthy side-to-side enteroenterostomy. Residual defect was approximated with a suture. A portion of the staple line appeared inadequate and therefore, was oversewn with interrupted suture. The stapler was replaced and the staple line restapled.